Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, returned, unused, sterile proglide devices were successfully tested and no malfunction was noted. The other proglide device is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closures of both common femoral arteries was attempted using one proglide at each common femoral artery with 6f sheaths after a neuro-interventional pipeline stenting and coiling procedure. Reportedly, the proglide footplate was difficult to deploy; resistance was felt with both proglide devices. Resistance was also felt during proglide plunger deployment with both proglide devices. Hemostasis was achieved with the sutures of the proglide devices. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.